Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. No device will be returned per customer.

Event description:
It was reported that the nurse used the actual body weight when programming an unspecified infusion, instead of the ideal or dosing weight (which was used in epic to calculate the dose) .as a result an unspecified medication error occurred. Although requested event details and patient outcome ,customer stated that; "we do not have the details on this event saved so cannot provide those details."